Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion did not run over programmed time and the pump didn't alarm until infusion was empty. There was patient involvement but no report of harm.